Event description:
It was reported that the ventilator had a leakage. No more information provided. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. Ventilator logs confirms the reported event of failed internal leakage test during pre-use check but it could not be duplicated. The ventilator passed all functional and safety tests and was cleared for clinical use. No ventilator logs were provided. The root cause of the reported event has not been determined.

Event description:
Manufacturer's ref #: (B)(4).